Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: safetyglide - tnt. Device failure: needle clogged/blocked.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 306620. Batch number#: 4031004d1. It was reported that the bd syringe sftygld 1ml w/ndl 27x1/2 rb mck needle was clogged / blocked. The following information was provided by the initial reporter: it was reported by customer that clogged/blocked needle additional information provided: correct lot #: 4031004c1, date of incidence: (B)(6) 2024. Type of harm: 1) plunger stopping or blocked so medication can't be entered into plunger. 2) medication is spewing out of syringe abruptly onto provider & patient. When this occurs, a new syringe has to be filled.

Event description:
Imdrf codes must be updated.